Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device, using a pre-close technique, via a 5fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl marker lumen was flushed during preparation, however, during use, there was no visible marker flow from the marker lumen. The sutures of a second prostar xl device were placed successfully. The sheath was upsized to 17fr. The tavi procedure was completed and hemostasis was achieved with the preplaced sutures of the second prostar xl device. Reportedly, the physician is not trained in the use of the prostar xl device; however, is established in the preclose technique. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported marker lumen blockage appears to be related to user technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.